Event description:
During routine testing of the device at the service center, the service technician reported that the front bezel was cracked. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to damage.